Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow in a small volume infusor during drug mixing. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from july 23, 2019 - july 24, 2019. The device was received for evaluation. Visual inspection was performed which observed a pool of fluid inside the housing due to a ruptured bladder. Microscopic inspection was performed to identify any issues that could have caused the ruptured bladder. No signs of abnormality were observed. Since the bladder was ruptured, the device could not be refilled with fluid to verify the reported "backflow / leak" problem. The reported condition was not verified; however, the cause of the rupture was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.